Event description:
Healthcare professional(hcp) reported that patient was injected with 1 cc of juvéderm® volbella® xc, 3 cc of juvéderm® voluma® xc, and 2 cc of juvéderm® volux¿ xc into the jowl and pre-jowl areas. Two months later, the patient developed swelling in the pre-jowl area, no fever, just sore, red and tender. Hcp prescribed the patient with augmentin. Ten days later, hcp injected the patient with 2.5ml of hylenex and another 7 days of augmentin was prescribed. Four days later, patient was injected with another 3ml of hylenex. Eleven days later, the patient was injected with another 2ml of hylenex to the left side and 1 cc to the right side where new nodules appeared. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)). This emdr is being submitted for the suspect product juvéderm® volbella® xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Previous medwatch submission noted inflammatory nodule. Upon further information, additional information provided juvéderm® volbella® xc was injected in the lips. There was no inflammatory nodule in the injected site of the lips.

Event description:
Healthcare professional(hcp) reported that patient was injected with 0.5cc of juvéderm® volbella® xc in the lips, 3 cc of juvéderm® voluma® xc in the cheeks, and 1.8cc of juvéderm® volux¿ xc into the jowl and pre-jowl areas. Two months later, the patient developed swelling in the pre-jowl area, no fever, just sore, red and tender. Hcp prescribed the patient with augmentin. Six days later, hcp injected the patient with 3ml of hylenex to the left side nodule and another 7 days of augmentin was prescribed. Two days later, patient was injected with another 3ml of hylenex to the left side nodule. Eleven days later, the patient was injected with another 2ml of hylenex to the left side and 1 ml to the right side where new nodules appeared. Ten days later, hcp injected the patient with another 2ml of hylenex to the left side nodule, and 1ml of hylenex to the right side nodule. Hcp clarified later that the symptoms are only at the site of the juvéderm® volux¿ xc injection (prejowl sulcus). Symptoms are ongoing.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3a, a5, a6, b5,h8.